Event description:
It was reported that the physician suspected an "inversion in the cable." A new cable was used. No patient complications were reported as a result of this event, and the patient outcome was reported to be fine.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available. (B)(6) 2011, attempting to get mfg date. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. The connector was found to be out of specification. The connector pin out did not match the pin out from a known good cable connector. Continuity tests were complete, no connections were shorted together, and no intermittent opens were found when the cable was bent/manipulated. Visual inspection found adhesive on the cable in two spots.

Event description:
It was reported that the physician suspected an "inversion in the cable." A new cable was used. No patient complications were reported as a result of this event.